Event description:
Incident reported as: rescue personnel responded to a trauma call and found the pt already in cardio-pulmonary arrest. The pt was intubated and placement confirmed with multiple devices. On arrival at the ed, the pt was reassessed and the crew noted air coming from the pt's mouth. It was noticed the pilot balloon was deflated and an attempt was made to reinflate with air, but was unsuccessful. When the et tube was removed, it was found to have a ruptured cuff. Patient was reintubated without incident. No further info is available at this time.

Manufacturer narrative:
The actual device will not be returned to the MFR. A follow up report will follow if more info becomes available. The MFR will continue to track and trend for similar incidents.